Event description:
The customer contacted philips healthcare to report that the heartstart xl can&#38176;turned on due to the lithium backup battery was unable to charge.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the heartstart xl failed "reported error" but unspecified the symptom. There was no patient involvement.